Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a muscle stimulation in her left upper chest and presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited loss of sensing and was dislodged. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Report type should have been reported as serious injury.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.